Event description:
I have been using always pads for years. Recently saw a tik-tok with defects of pads from always. I went and checked my new pads by putting the wrapper under the light and they had severe mold. I've suffered from boils in my internal thighs and outside vagina for years. They would coming during my cycle. I always thought it was just my cycle, but it didn't occurred when I used tampons only when using pads. I believe this has been the cause of my years of suffering.